Event description:
(B)(4) is the initial importer of the device. (B)(4) became aware of incident when healthcare service provider called salesman to complain. It was reported that the patient was recuperating from hip replacement surgery. He slipped while using the walker on hardwood floors and allegedly broke his femur. Patient reportedly required surgery to address broken femur. (B)(4) complaint team has been unable to acquire additional information from the provider.